Event description:
It was reported that the right atrial (ra) lead dislodged into the ventricle about two months after implant during a transcatheter pulmonic valve implant. The ra lead was programmed off and later explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: ddbb1d4 ICD, implanted: (B)(6) 2013. A pb1018 transcatheter valve, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.